Event description:
New information received indicated the leadless pacemaker (lp) was explanted and replaced. The patient was stable during and following the procedure.

Event description:
It was reported the patient presented for a in clinic follow up. Upon interrogation, it was observed the leadless pacemaker (lp) was intermittently capturing at max output. Intervention was discussed but not yet completed. There were no patient consequences.